Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that it's been several weeks since they were having trouble charging the implant and was getting worse. Pt mentioned they have been charging the implant for 2 hours, but the implant only increased 10%, from 50% to 60%. During the call, pt confirmed the therapy was on and the implant was charging 60% with excellent connection. Pt commented the connection switches between good and excellent. When asked, pt confirmed the charging speed was 4. Agent had pt turn off the therapy while charging but after 10 minutes or so, the implant was still at 60%, even with excellent connection. Agent asked, pt confirmed no recent fall, trauma on implant site or weight change. Agent redirected pt to the healthcare provider (hcp) and manufacturing representative (rep) to further address the issue. Pt said they will just call their rep directly.